Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with rear housing cracked. Investigator's unable to download event history log for review. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "error 1210 and 1260" was able to be duplicated. During investigation the pump was power up and it displayed lec 1210. Simulated use testing was unable to download event log or read out the pump error log, and the pump exhibited constant alarm, unable to run the pump. During further investigation the pump was opened and rtc clock battery connections were inspected. The inspection found the rtc clock battery tab lifted off of the mp board (no connection). According to the investigation the 1210 error is air_bad_crc (corrupted bus). According to the investigation, the pump will not run without rtc clock battery. Service replaced the pump rtc clock battery. The pump motor current also measured greater than specification and the motor was replaced. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited error code 1210 and error code 1260. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.